Event description:
The clinician reports the implant was inserted (B)(6) 2006 in the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.